Event description:
It was reported to philips that the suite computer installation could not be completed. If the suite computer will not start, the system will not start and geometry movements will not be available. The system was not in clinical use at the time of the event. No harm to the patient or user was reported.philips has started an investigation of this complaint.